Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon functional testing, the fse found that the system would not power up despite having 480v 3-phase power to the m cabinet. The fse found a blown fuse in pcb of the m cabinet. The fse replaced the fuse which resolved the issue, and the system was returned to use with some limitations. After few days, the fse replaced the cmos battery and adjusted the bios settings which resolved the issue completely and the reported issue didn¿t reoccur. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.